Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a male pt who used super poligrip original denture adhesive cream. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. In 1995, the pt used super poligrip original denture adhesive cream. At an unk time after using super poligrip original denture adhesive cream, the pt experienced nerve injury. Treatment with super poligrip original continued. At the time of reporting, the event was unresolved. According to the legal complaint, the pt "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." It was further reported the pt's "injuries and damages are permanent and will continue into the future." F/u info was received on 04/30/2012 via medical records. In (B)(6) 2007, the pt injured himself when jumping off a truck in the process of unloading. At that time, he had severe back and bilateral lower extremity pain, right greater than left side. Over the past intervening months, he underwent physical therapy and multiple epidural injections, all of which have failed to provide long-lasting relief of symptoms. On (B)(6) 2008, diagnoses included multi-level lumbar spinal stenosis with neurogenic claudicatory symptoms. On (B)(6) 2009, the pt complained of "sock pattern numbness" in the right foot. Assessment included unspecified idiopathic peripheral neuropathy. On (B)(6) 2010, the pt complained of numbness in toes and a little back pain. On (B)(6) 2010, the pt was being evaluated with zinc levels by his attorney due to use of poligrip in the past, although he had not used any for a year. The pt continued to complain of back pain and not being able to feel his toes well on the right foot. This case has been upgraded to medically serious by gsk.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).